Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the unicel dxc 600i synchron access clinical system. The fse inspected the instrument and found that the syringe and sodium electrodes replacements were due. The sodium electrode and syringe were replaced as proactive measure. The fse also found the modular chemistry (mc) sample probe was clogged. The fse determined the primary cause of failure was due to the clogged mc sample probe. The fse replaced the mc sample probe which resolved the issue. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the unicel dxc 600i synchron access clinical system generated false high ise (ion selective electrode) sodium quality control (qc) and patient results on six (6) patient samples. Quality control was within specification prior to event. The erroneous patient results were not reported outside of the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics. Customer provide data for 6 patient samples.